Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the device is broken at the level of the threaded part. A microscope analysis shows plastic deformation on the outskirts of the broken surface as well as rest lines in the center of the broken surface. Typically, fractures due to normal wear of the device start with plastic deformations on the surface of the device (represented by the plastic deformations), which generate cracks that propagate (through the rest lines) in the material before breaking completely. This case is an example of such a fracture. Based on investigation, the root cause was attributed to be wear related. The failure was caused by normal wear of the device combined with a relatively high force applied. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
As reported: "during the orif for the femur, when other company nail was inserted, the fixator was drilled, and the tip of the drill was broke and remained inside the patient's body. The broken tip of the drill was remained inside the patient body with the surgeon's judgement and the operation was completed."

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "during the orif for the femur, when other company nail was inserted, the fixator was drilled, and the tip of the drill was broke and remained inside the patient's body. The broken tip of the drill was remained inside the patient body with the surgeon's judgement and the operation was completed."